Event description:
The account stated that the cell-dyn (cd) 3200 analyzer (closed mode system) is generating discrepant wbc results on a patient sample when compared to the other cd 3200 analyzer. The initial wbc result was 19.3k/ul, the sample was then repeated on the other cd 3200 analyzer and the wbc result was 5.7 k/ul. The account stated that this issue occurred continuously and affected 10 samples but when the samples were repeated the results were normal. There were no other patient results provided. There is no impact to patient management reported.

Event description:
It was reported that during a coil embolization procedure to treat an aneurysm in the communicating anterior artery, a thrombus formed at the origin of both a2s. The thrombus occurred after placement of the fourth coil and was resolved completely after treatment with catheter directed thrombolytic therapy using integrilin. Upon awakening from anesthesia, the patient did not demonstrate any neurologic focality.

Manufacturer narrative:
(B) (4). On (B) (6) 2008, (B) (6) hospital from (B) (6) reported discrepant wbc results generated between the cell-dyn 3200 instrument and a second analyzer. The cell-dyn 3200 only showed a discrepancy in open mode, the second device showed discrepancy with both open and closed modes. The cell-dyn 3200 analyzer test in closed mode showed 19.3 k/ul, but others were 5.7 k/ul. The frequency of when the problem started to show was checked; the problem occurred continuously for about 10 specimens and then it went back to normal. It was no problem up to yesterday. The phenomenon occurred with nonspecific multiple specimens. Maintenance done was checked. The peristaltic pump tube was changed, the shear valve was washed, and an auto clean was performed. Requested test results for investigation. The customer data showed problems with various conditions. Some were expanded from poor hemolysis or the lymph part had expanded. There was also a woc flow error that had occurred and did not show the scatter at all. Some wbc flags had appeared for those problems. There was no significant scatter with the items other than wbc. The customer was informed that the problem is not caused from the closed mode only from the scatter shape and error situation. The customer was asked to check the due date for maintenance of the dil/sheath solution filter, due date was (B) (6) 2008; it was in use for about 2 weeks. The customer was asked to check for crystallized material on the connection of the wbc mixing chamber tube or to check whether the vent line was bent or clogged. There were no problems with it. The customer was also asked to clean the v53/v55 valve with an air jet and to test about 10 specimens continuously after cleaning. On (B) (6) 2008, the customer reported that discrepancy did not occur with the specimen after the cleaning. There was also an error stating no wbc reagent although there was one. Customer was asked to slip the tube position of v23 slightly and wash the wbc reagent syringe. Following the instructed maintenance some testing was performed. With this testing, the wbc test value became stable and recovered; however, the plt value tested high at about 20000-30000 when compared with another device. The customer wanted to know whether this was due to the maintenance performed. The customer was explained that there is no relationship between maintenance and plt value. The customer was asked to check this situation again. On (B) (6) 2008, the plt value did not show a difference. The customer was informed that the cause of the difference for the plt value was a temporary phenomenon from the changing of the tube. On (B) (6) 2008, the wbc test showed different values again. The initial test value was 29.0 k/ul and the retest value was 5.3 k/ul. The customer requested a field service representative (fsr) visit for issue resolution. On (B) (6) 2008, an fsr visit found wbc discrepancy with a specimen test. The fsr confirmed poor closing of the normally closed valve. The fsr changed the nc valve and washed the wbc syringe. Reproducibility became normal with multiple specimens testing, and there was no more of the phenomenon with specimen testing. The cell-dyn 3200 system operators manual, list number 06h60-01 - revision n, under section 9, service and maintenance, pages 9-30 and 9-53, indicate that the normally closed valves should be replaced when it shows signs of indentation or flattening and is impeding the flow of fluid through the tubing. Section 10, pages 10-23 through 10-27, provides troubleshooting instructions for identifying, isolating and correcting data related issues. A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports did not indicate any adverse trend for the cell-dyn 3200, list 04h60-01 for the complaint issue. Based on the investigation, no product issue was identified for the cell-dyn 3200 for discrepant wbc results in closed mode. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.